Event description:
It was reported that the cochlear implant was explanted for medical reasons, namely a post-operative wound infection. No allegation has been made against the device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.